Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was not found out of specification. The customer reported downstream occlusion failure. A review of the event history log identified downstream occlusion alarms however the log cannot be used to distinguish true and false alarms. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream occlusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.